Manufacturer narrative:
Due to character limitation, below field are added from e.1.: event site name: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) fiber optic was cutting in and out. There was no harm reported.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h6(investigation findings, type of investigation, investigation conclusions), h11 ,e3 , e1 ( event site email , initial reporter). Corrected field : h6 ( medical device ¿ problem code). Getinge field service engineer was dispatched to resolve the issue. Customer has decided not to repair the cs300. The device will be used as a replacement for the purchase of new cardiosave devices. Order withdrawn at the customer's request.